Event description:
Initial vague report of over infusion by the vp medical surgical services. Additional details of the event were provided by director of quality improvement. Insulin drip to infuse at 2 units per hr at 0100. At 0245 rn observed "air in line" alarm, insulin bag was empty. Rn calculated the pt received 60 units of insulin within two hrs. Total volume to be infused was 50ml, the pump screen showed 47.3ml was left to infuse, and the bag was empty. No report of pt harm or medical intervention administered to pt. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once the eval has been completed.